Manufacturer narrative:
Device was disposed, thus a device analysis could not be completed. The root cause of the event could not be determined.

Event description:
It was reported that during a pci parocedure, the maverick2 monorail balloon ruptured. After crossing the calcified lesion, the maverick2 monorail balloon was ruptured at 6atms on the initial inflation. The procedure was completed with another maverick2 monorail balloon. There were no reported patient complications. Patient status listed as "good".